Manufacturer narrative:
This report is submitted on august 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, during initial implantation surgery performed on (B)(6) 2017, the surgeon experienced resistance whilst withdrawing the electrode from the sheath. During the attempt, the alignment marker broke away from the sheath and subsequently, the surgeon removed the electrode and the sheath. The surgeon proceeded to successfully implant the patient with the backup cochlear device. There was no report of patient injury associated with this event.